Event description:
Customer states they got blood readings of 300mg/dl to 520mg/dl. The doctor changed medication. The customer was taken based on the device results. The customer started taking 6mg of amaryl instead of 2mg. On two separate occasions the customer took their new dose of medication and the next morning felt shaky and not really with it. The customer ate food and felt better. The first event the device read 48mg/dl and the second event the device reading was 68mg/dl. The customer started using different glucose strips and readings became normal again. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.